Event description:
Description of event according to initial reporter: physician went to deploy the tulip from the jugular approach as he un-sheathed the filter he noticed the legs did not open up to the diameter of the ivc. He then decided to recapture it. He was able to get the filter halfway into the delivery sheath with the release mechanism broke. The filter was still halfway out the delivery sheath. The physician did not want to remove that way, so he decided to push the filter out of the sheath with a wire. The legs still did not open up. He was able to retrieve the filter using the cloversnare. Once the filter was retrieved it was placed into a specimen cup, the legs then opened up. He then placed an filter form another manufacturer to complete the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence